Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/right lower quadrant pelvic pain/chronic bilateral pelvic pain"), abdominal pain lower ("cramps that felt like labor cramps/lower left quadrant pain/lower abdominal pain"), genital haemorrhage ("bled every day for 3 months after essure inserted") and ovarian neoplasm ("ovarian tumor") in a (B)(6) female patient who had essure (batch no. 919035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals. Concomitant products included oral contraceptive nos. In 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device expulsion ("CT scan: the left could not be visualized"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant), menstruation irregular ("periods then became irregular/ has not had a period for about 10 and a half to 11 months now"), amenorrhoea ("amenorrhea"), ovarian cyst ("ovarian cyst"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dyspareunia ("painful intercourse"), pain ("body aches"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue"), weight increased ("weight gain"), mood swings ("mood swings"), endometriosis ("symptoms consistent with endometriosis"), abdominal distension ("abdominal swelling/ bloating"), abdominal pain ("abdominal pain/pain worsened around menstrual cycle"), dysmenorrhoea ("painful menstrual period") and pelvic adhesions ("moderate adhesive disease involving the tubules and adnexa"). The patient was treated with paracetamol (tylenol), ibuprofen, morphine and surgery (full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ovarian neoplasm, ovarian cyst and pelvic adhesions outcome was unknown and the abdominal pain lower, pelvic pain, genital haemorrhage, menstruation irregular, amenorrhoea, device expulsion, dysfunctional uterine bleeding, dyspareunia, pain, alopecia, migraine, fatigue, weight increased, mood swings, endometriosis, abdominal distension, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amenorrhoea, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, menstruation irregular, migraine, mood swings, ovarian cyst, ovarian neoplasm, pain, pelvic adhesions, pelvic pain and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on (B)(6) 2015: no abnormalities were noted computerised tomogram abdomen - on (B)(6) 2014: essure coils were noted on the radiology report; on (B)(6) 2014: the left essure device could not be visualized; on (B)(6) 2015: no abnormalities were noted. On (B)(6) 2015: findings from the surgery included moderate adhesive disease involving tubules and adnexa bilaterally. Quality-safety evaluation of ptc: final assessment: batch number 919035. Production date: nov-2011. Expiration date: 30-nov-2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 1-jun-2017: summons received - case became potentially legal, the events: CT scan: the left could not be visualized, amenorrhea, dysfunctional uterine bleeding, painful intercourse, body aches, hair loss, migraines, fatigue, weight gain, mood swings, symptoms consistent with endometriosis, abdominal swelling/ bloating, abdominal pain/pain worsened around menstrual cycle, painful menstrual period and moderate adhesive disease involving the tubules and adnex were added, case became incident. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.